Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was injured and damaged. Because of continued complications due to the sling, the device was removed. The device was not returned for eval.